Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported during the laparoscopic nissen five 511sd trocars were used. On two different occasions two 511sd trocars leaked during the procedure. Upon examination of the "ring" gakset it was determined that the gaskets were ripped and causing the leaks. Two subsequent 511sd were deployed to complete the procedure. There was no consequence to the pt.